Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer is calling to report pump is over delivering . The customer had experienced low blood glucose event value 66 mg/dl. The customer is currently reporting symptoms related to the low blood glucose sweating. Troubleshooting was performed and the patient is treated with food. The pump auto mode/smart guard feature was active at time of low blood glucose event. The pump in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. The customer will discontinue using the device and revert back as per healthcare professional instructions and pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Pump failed screen test portion of the self test due to pump error 63 variable 3. No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. Pump successfully downloaded to thus. No unexpected motor alarms were noted in the history files or traces on or near the event date. Pump error 63 variable 3 was confirmed during testing due to poor solder joints on the u1 keypad assembly. Pump delivered 103.9 u of bolus on (B)(6) 2023. The pump was cut open and found poor solder joints, dried insulin in the motor slide, and moisture damage on pcba 1 and the force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, missing display cover, battery tube threads - cracked, cracked case - corner of belt clip rails. Possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Pump failed self test due to poor solder joints. Pump error 63 variable 3 was confirmed during testing due to poor solder joints on the u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.